Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a patient that experienced a break in aseptic technique and acquired peritonitis. The patient was hospitalized for the peritonitis. On (B)(6) 2013, the patient began remedial treatment for the peritonitis with vancomycin 2g intraperitoneally (ip) and ceftazidime 1g/day ip. Two days after admission the patient was discharged from hospital. The patient was retrained in aseptic technique. The patient was recovering from this peritonitis.